Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material inside/under the lightguide lens could not be identified. A definitive root cause of the issue could not be determined, however, it is likely that there was an ingress of humidity/moisture into the lens due to applied stress to distal end such as hitting and dropping and or the lens glue peeled due to chemical stress such as chemical solutions used for the device. As the foreign material was not on an outside surface, the material likely could not be removed during device cleaning/reprocessing. The event may be detected by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for annual inspection. There was no patient involvement. During device evaluation at olympus, it was found there was foreign material, dust and corrosion on the light guide lens. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the forceps control lever does not move smoothly due to deformation; forceps elevator has a leakage; grip, switch box, scope connector cover unit, suction connector, universal cord had scratched; upward/downward and right/left angulation control knob, distal end had discoloration had discoloration; forceps channel port had a dent; sheet holder unit had corrosion due to water leakage; objective lens, light guide lens had cracked; connecting tube had a wrinkle; water tightness of forceps elevator was lost; due to annual inspection parts must be replaced; protector of universal cord on suction connector side was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.